Manufacturer narrative:
Results: bd received an affected sample and a picture. Visual inspection of the sample reveal a breakage of the blister. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. Conclusion: bd was able to duplicate or confirm the customer¿s indicated failure mode. After the revision of the bhr, we have determinated that re-work was done with product of this batch, regarding the qn #9111. The blister of the reported syringe could be damaged during the re-work activities, but we should stand out that this is an uncommon issue and the occurrence chances are practically negligible. For that reason, we have not been able to establish the specific root cause thereby incur the reported issue. The most probable root cause could be related to the storage or transport of the product after production.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a nurse found a bd emerald¿ 5ml syringe package damaged, breaking the sterile barrier prior to use. There was no report of injury or medical intervention.